Manufacturer narrative:
Additional information was added to h6 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred after peritoneal dialysis therapy, at the 'end of therapy' steps. The patient was not connected during the observed alarm. During troubleshooting, a leak from an unspecified location was identified during use of an amia cassette which led to the alarm. The location of the leak could not be determined; however, there was a puddle of fluid on the floor of the device. Renal therapy services had the caregiver check both bags and all of the lines thoroughly for leaks, but no leaks or pinholes were found. There was no patient injury or medical intervention associated with this event. No additional information is available.